Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) distal conductor blood/fluid obstruction.

Event description:
It was reported during the implant procedure that the lead was not used as the physician could not insert the stylet through the lead lumen. The lead was not implanted. No patient complications have been reported as a result of this event.